Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that the setting is low and better, however, it is still happening too much for their comfort. The cause of ins being deeper was not determined. It was suggested that the patient to work with the programs and settings. The reported issue has not been resolved yet. The device is still implanted.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that their most recent loss of therapy occurred about six weeks ago, and noted they had a fall onto their knees. They had been through all available programs and mentioned their healthcare provider's office wanted to "tweak the device" but that would require them to be "put under," which they could not elaborate on. They noted that if they went from a reclining position to standing (when they would wake up or in the middle of the night), they had no control. Their issues were very present when they passed gas, and they had been going through protective underwear at least three times a day. They wanted to know what else they could do if reprogramming had not worked. They were redirected to follow up with their healthcare provider to further discuss next steps. Troubleshooting was unable to be performed. Additional information was received from the patient. They reported that they needed physician listings. They were peeing all over themselves. They would stand up and like a bucket of water came out before they got to the bathroom. When they got out of bed in the morning they would release urine if they moved, passed gas, burped or sneezed. They had never wet their pants like this before. They could do exercises and hold it. Now when they stood up, it poured out. They had to change their pants 3-4 times a day. They had an x-ray at the doctor's office and they said it was ok. They said the ins seemed deeper the day of the report. They said they had the device for bladder and bowel. They were on program 4 at 1.1 volts and they increased to 1.3 volts on the call. They were going to monitor symptoms to see if they improved, it was noted they had already tried all 4 programs, it was noted it had been like that for a couple of months.